Event description:
It was reported that this inflatable penile prosthesis (ipp) was not producing an erection to full capacity. The pump and cylinders were explanted. The original reservoir was left in the patient. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not producing an erection to full capacity. The pump and cylinders were explanted. The original reservoir was left in the patient. There were no patient complications reported.